Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device output was constantly at 13 ma for all settings. Will be sent in for repair. No patient complications were reported as a result of this event.